Event description:
The instrument was used during an ovarian cystectomy. It was reported the instrument was introduced into the trocar. When the jaws were opened, the cartridge fell out of the instrument and into the pt's abdominal cavity. The cartridge and instrument were both removed and a new tsb35 was opened and used without difficulty. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with your endopath linear cutters while performing a salpingo-oophorectomy. The product complaint analysis team has completed its investigation of the device which was returned to us with product inquiry #972012. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, batch number, cartridge pan in place/condition, condition of drivers, lockout tabs on pan condition, and position/condition of wedge sleds; na. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands; good. Is hyper lockout condition present; no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrumetn" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.